Manufacturer narrative:
A philips field service engineer (fse) arrived onsite and found that the device missing the data acquisition (da) board and internal battery. The fse reviewed event logs, and service manual, and then replaced the da board and the internal battery. The fse then ran the device for two hours with no issues found. The device successfully passed all performance verification tests, and was returned to use.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). There was no patient involvement when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 1007 ((post) vent-inop: machine and proximal pressure sensors failed). Onsite service was requested.